Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with the flowflex plus 4 n1 covid 19, flu a/b, rsv antigen test kit. This is an out of box issue. When the customer performed the test correctly, the control line on the left-hand side was missing. The customer was able to send a picture of the test cassette. The customer could not open the test cassette to take a picture of the inside component layout. We advised the customer that this information will be forwarded to the appropriate department for review. The customer will wait for an email response from acon labs regarding this matter.